Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 58 mg/dl at the time of the incident. The customer was at 122 mg/dl at the time of the call. The customer experienced symptoms such as dehydration. The customer was wearing the insulin pump during the incident. The customer reported that their pump was not letting them enter carbs. Troubleshooting was completed and the customer believes the pump over delivered. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08815 inches.all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Bolus wizard functioning properly during testing. No delivery anomaly noted during testing. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.